Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 100 mg/dl (aviva) and 56 mg/dl (performa, hospital meter). No serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.